Manufacturer narrative:
The aquabeam motorpack was not returned for investigation of the reported event. Three (3) good faith efforts were made to retrieve the device without success. A review of the device history record (DHR) for aquabeam robotic system/serial number: (B)(6) and aquabeam motorpack / lot number: 23c03300 was conducted, which confirmed that there were no non-conformance's, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the device met all design and manufacturing specifications when released for distribution. The current user manual um0101-00 rev. F, aquabeam robotic system user manual, us, english was reviewed. Table 5: system detected errors and faults e22 ¿ motorpack error release foot pedal and click x. 1) if error persists, reconnect handpiece to motorpack. 2) if error continues, replace handpiece. The root cause of the reported event was unable to be established as the device was not returned for investigation. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event. H3 other text: the device was not returned for investigation.

Manufacturer narrative:
Section h.6 component code = 4756 - the aquabeam motorpack , a re-usable component of the aquabeam robotic system, is designed to dock with the disposable aquabeam handpiece. Root cause of reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy for symptomatic benign prostatic hyperplasia. Procept biorobotics, inc. (Procept) became aware that during jet alignment, the aquabeam robotic system generated an ¿e22 ¿ motorpack error¿. A second aquabeam handpiece was used; however, the error persisted. During troubleshooting, it was determined that the issue was due to an intermittent connection issue with the aquabeam motorpack. As a result, the treating surgeon decided to convert to transurethral resection of the prostate (turp) to complete treatment. There were no adverse health consequences to the patient due to this event.